Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that her daughter's insulin pump keypad buttons are not responsive and cannot change information on the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting informed the mother that she would have to get the consent of her daughter to document issue per hipaa guidelines and to provide serial number which was not available at the time. No further information was provided.